Event description:
It was reported that the patients ipg was hitting the rib causing pain. X-ray was taken to confirm that the ipg was away from the rib and iliac crest. The patient underwent a revision procedure wherein the ipg was repositioned lower. The device remains implanted and the patient was doing well postoperatively.